Event description:
A report was received from the USA, , stating that the device has a hole or cut in the hose. It is unknown whether this event did occur during surgery. However, it is also unknown if there was user or pt injury or medical intervention. The date of the event is unknown. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info should become available, a supplemental report will be sent. (B)(4).